Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit and had blank display and when she got into filling the tubing nothing was coming out of the reservoir. Customer changed reservoir and issue got resolved. The customer was educated regarding the alarm. Customer's blood glucose was 222 mg/dl and current blood glucose was 285 mg/dl and treated with the insulin pump. Customer will callback if further assistance is needed. No further information provided.